Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed syringe port damaged on rear housing. Upon inspection, the reported problem was unable to be duplicated. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue with blockage. However there is a crack around the syringe port. The dso will be replaced as a preventive measure and rear housing will be replaced due to damage.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited alarm for blockage and cracked housing around syringe port. No patient involvement reported.